Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a misalignment in the drawer latching mechanism a field service engineer realigned the latch components to ensure proper functionality. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer 5 in cms main failed and was unable to close. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.